Manufacturer narrative:
The device was received. Investigation is not complete. The information on reprocessing of the device was requested; however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified medication. It was reported that during priming prior to patient use, an unspecified volume of solution leaked at an unspecified location on the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.